Manufacturer narrative:
PMA / 510(k)#: bk050036. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had a cap separation during decapping.

Manufacturer narrative:
The awareness date / date received by manufacturer: 04/11/2017.